Manufacturer narrative:
H6- investigation findings-114. Investigation conclusion- 4315. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -08.00/3.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. The lens remains implanted. Reportedly, lens replacement is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.